Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/2/2023. Additional information: h6 (b14). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following additional information was received: after investigation, the patient (female, specific age unknown) underwent episiotomy repair in hospital on (B)(6) 2023. The surgeon used w9932 for perineal skin suturing in the way of continuous suturing. During the suturing, pull off suture needle occurred and fell into the patient's tissue. The surgeon immediately looked for the detached needle and found it. The needle was removed from the patient's body. The integrity of the needle was checked. The operation was continued after confirming that there was no residual foreign body. The subsequent operation went smoothly. There was no harm to the patient other than an unknown delay in surgery as a result of this event. No subsequent adverse events were reported. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h6 (impact code prolonged surgery f1908).

Event description:
It was reported that a patient underwent an unknown procedure on 16-apr-2023 and suture was used. During the unknown procedure, the problem of pulling off suture needle happened when the surgeon attempted to sew wound. Causing the suture to enter the tissue. After consultation with the surgical department, it was removed under anesthesia. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 5/10/2023 h6 component code: g07002 device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: was there any adverse consequence associated with the patient? Was the suture retrieved during the same procedure? What tissue structure the suture was located? What measures were taken to retrieve the suture? Was there any additional tissue damage as a result of searching for the suture? Contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent.